Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink intravenous (IV) catheter extension sets would not connect to the injection set and resulted in a leak. These events were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.